Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent posterior spinal fusion at unknown thoracic levels for treating metastasis. During surgery, a tip of shaft broke because, the driver was attached with modular fix driver in error. The fragment could not be retrieved from a non-breakoff set screw and remained in the patient. Any further problem was not observed post-operatively. Patient complications were unknown as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the relevant shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. The above findings are consistent with torsional overload.